Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.  A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: analysis of the returned device identified weight within specifications, crease fold, deformation, yellow particles. A microscopic analysis was performed which identified no other observation. Based on the device analysis the final assessment is: no issues found related with the manufacturing process. The events of pain and seroma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: pain, swelling, and seroma.

Event description:
Healthcare professional reported left side pain, swelling, and seroma. Device has been explanted.